Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with an unknown mentor gel breast implant and experienced postoperative capsular contracture (baker grade unknown). The patient reported extreme pain and weakness to the arms. As a result, the patient underwent explantation on an estimated date of (B)(6) 2019. This medwatch report is for the left-sided implant.